Event description:
Multiple staff were unsuccessful in trying to remove the anti-reflux valve from the end of the ng tube resulting the anti-reflux valve breaking off with the broken piece stuck in the ng tube port. We had to cut off the piece of the ng tube to which the anti-reflux valve was stuck.